Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and the boston scientific soft tissue repair matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted due to urinary incontinence. Following insertion the patient experienced pain, infection and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder dysfunction, mixed incontinence, urinary tract infection and urgency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy, sacrospinous placement of boston scientific xenograft, posterior repair with xenform graft and perineorrhaphy.